Manufacturer narrative:
Analysis was normal, no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was diagnosed with endocarditis. The patient had developed an infection. The system was explanted. The patient's condition post procedure was good.